Event description:
Provider alleged sieve bed saturated, unit alarming. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes. The key failure was the sieve bed saturated. Additional malfunctions: zip ties leaking, hose clamps leaking, pm kit dirty, power switch alarm not functioning.